Manufacturer narrative:
Medwatch sent to FDA on 04/26/2016. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, and patient details has been requested. No additional information is available at this time. Device labeling: lymphoma, including anaplastic large t-cell lymphoma (alcl) - information from medical literature has suggested a possible association, without evidence of causation, between breast implants and the very rare occurence of alcl in the breast. The disease is exceptionally rare, may present as a late occurring peri-prosthetic seroma, and occurs in women with and without breast implants. Specific testing is needed to distinguish alcl from breast cancer. The majority of the reported cases had an indolent clinical course following capsulectomy with or without adjuvant therapy, which is generally uncharacteristic of systemic alcl. Treatment should be determined in consultation with a hemato-oncologist.

Event description:
Physician reports patient with bia-alcl (breast implant associated - anaplastic large cell lymphoma). Device was explanted. As no pathological markers have been provided, this case is captured as lymphoma. Side is unknown.

Manufacturer narrative:
Allergan has initiated an investigation into this late report. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
This record is for the right side.